Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case log showed a brain shift occurred near the frontal lobe of the patient between the intra-operative and post-operative scans. A shift of the brain relative to planned trajectories can lead to navigational inaccuracies and misplaced implants. Ultimately, the misplaced implant in this case was revised intra-operatively and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that screws using the excelsius gps system were misplaced and adjusted intra-operatively.